Event description:
The manufacturer received information alleging an alarm had occurred on the device and showed a low oxygen flow and a blood oxygen level of 62%. There is an allegation of this "causing the patient to hold their breath and turn purple." The "alarm could not be eliminated and the ventilator could not be used normally". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.